Event description:
It was reported that an ilet pump intermittently powered off and became unresponsive over several weeks, with a solid green charging light, inability to restart, and no response from the touchscreen; the user indicated the battery was not low when events occurred, and the screen was not usable, consistent with a key or button/touchscreen unresponsive device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen interface resulting in unresponsive input behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.